Manufacturer narrative:
04/20-actual sample rec'd. The actual sample was visually inspected according to procedure for any mfg defects. No mfg defects were detected. The sample was then submitted to an underwater air pressure leak test. A leak was produced at the top cap to drip chamber bond. Based on the result of the sample analysis, the complaint as stated, was confirmed. The problem suggests that an inadequate amount of solvent was applied to the top cap to drip chamber bond location, leading to premature failure. This issue has been addressed, and the procedure modified by a corrective action that was implemented during the last week of december 1997, in order to assure a uniform application of solvent. The lot number of this bloodline reveals a mfg date of october 1997, prior to this corrective action. Quality systems will continue to monitor this issue for trends. A follow-up letter has been sent to the customer. Complaint is closed.

Event description:
Rec'd notification of complaint concerning above product from director of nursing. Reports that upon initiation of treatment, as blood increased to 350ml/min, the health care professional noted blood leaking from the venous chamber. Reports that leaking not observed during the priming procedure. This is a first use blood line. The estimated blood loss for the pt was approx 50cc. There was no further injury to the pt and don reports that hematocrit was stable. The actual sample has been saved and is available for evaluation. A response letter and mailer has been sent to the user facility. Medwatch filed for blood loss only.